Event description:
Patient reported the infusion device stopped working. Patient stated, the nurse replaced the battery and then the e8 (power interrupt) error message appeared; device was blocked. Patient reported the attempted again; displayed an e8 and the buttons on the infusion device are not responding. Preliminary evaluation showed the check button on the infusion device is defective and was not able to confirm the e8 error message. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion - the complaint cannot be verified due to mishandling of the product. Result the softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The down button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt), because of the permanent activated down button the other buttons do not respond to commands. The problem mentioned by the customer is related to careless handling of the product.